Event description:
It was reported that the patient went to the hospital with an inflatable penile prosthesis (ipp) that was not functioning properly. Two weeks later a surgery was performed and upon explant a crack in the pump connecting tube was found. At patients request, the ipp device was replaced with a spectra penile prosthesis. There were no patient complications reported.

Event description:
It was reported that the patient went to the hospital with an inflatable penile prosthesis (ipp) that was not functioning properly. Two weeks later a surgery was performed and upon explant a crack in the pump connecting tube was found. At patients request, the ipp device was replaced with a spectra penile prosthesis. There were no patient complications reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. Both cylinders were visually inspected and underwent leak testing. Visual inspection found that cylinder two had holes, with a resultant leak, in the middle consistent with sharp instrument damage. The first cylinder was detached at the proximal end; the outer tube was torn off and was not returned for analysis. Due to this, leak testing was unable to be performed. The pump was visually inspected and underwent leak testing. The pump passed leak testing. Analysis could not confirm the reported clinical observations; therefore, a conclusion code of cause not established was assigned to this investigation.